Event description:
A customer reported a false high troponin I result on a patient of 0.6 ug/ml. The physician questioned the result so the sample was repeated. The repeat result was 0.0 ug/ml. Elevated results of this magnitude could initiate a cardiac catheterization. There was no report of patient harm as a result of this event.